Manufacturer narrative:
Occupation: other, senior counsel, litigation. (B)(4). It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation, embedment and occlusion. The patient reported becoming aware of filter embedded in wall of the inferior vena cava (ivc), blood clots, clotting, and/or occlusion of the ivc, approximately fourteen years post implant. The patient also reports anxiety related to the filter. Radiographic images were provided, the images are undated and unidentified as to a patient. The images depict a device that is similar in shape to a cordis device. The indication for the filter implant, procedural details and medical history of the patient has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding within the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as twelve days. The trapease vena cava filter is designed for permanent placement. Blood clots, clotting, and occlusion of the device or vasculature does not indicate a device malfunction. Rather, patient, vessel characteristics and pharmacological factors may have contributed to these events. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Radiographic images were provided, however no further detail pertaining to the images or a reading by a licensed practitioner was provided, as such the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation, embedment and occlusion. The medical records contained eleven radiographic, unnamed and undated images. The images depict a device that was similar in shape to a cordis device. With the limited information and imaging provided it was not possible to draw any further conclusions.   Additional information received per the patient profile form (ppf) states that the patient experienced filter embedded in wall of the inferior vena cava (ivc), blood clots, clotting, and/or occlusion of the ivc. The patient became aware of the reported events approximately fourteen years after the index procedure. The patient also reports anxiety related to the filter. The patient was worried because the filter was occluded and embedded within the vena cava.